Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated they recently changed the instrument lamp and also replaced reagent probe 2. Quality control (qc) values were within range, with level 1 shifting high within range. Ccc checked the instrument maintenance, which indicated pumps were replaced on the day of event, after which the shift in level 1 was observed. The ccc instructed the customer to change the pump heads and rerun precision testing, qc, chemistry wash and recalibration. The customer performed all testing, with satisfactory results. A siemens head quarter support center (hsc) specialist reviewed the instrument data. Hsc concluded the data is consistent with a systematic positive bias that recalibration of the method removed and returned the qc recovery closer to peer mean. The bias is reported to have begun with the changing of the pump head. The pump head provides the vacuum to remove chemistry wash during the vessel washing. Insufficient aspiration of wash will leave free conjugate in the vessel which will cause a positive bias. The data is consistent with biofilm of the chemistry wash fluidics or an issue with the pump head that improved with repetition of testing. The cause for the falsely, elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The customer stated that the samples were past their stability time period and were not repeated. The patients were transferred to another facility, were troponin results resulted negative. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin (ltni) results.